Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer required corrective maintenance and repair. The analyzer failed functional tests and was removed from the programmer and scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required corrective maintenance and repair. The programmer was returned into service. It was further reported that the analyzer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.